Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device and procedural sheath for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. The review of the lhr (f1509801) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: a failure to deploy. A device deployment jam and the sealant dislodged/got stuck to device components. Manual compression was applied for 30 minutes or less. The patient's hospitalization was not mynx related. Nine devices were used from (B)(4) boxes ((B)(4) devices) with the same lot number and out of the nine devices used, two devices failed. Additional information: the user did not shuttle down completely. There was significant resistance when shuttling down. Unusual force was not applied when retracting the procedural sheath. The stopcock was opened on the procedural sheath prior to shuttle down. Excessive force was applied when shuttling down. There were no kinks in the procedural sheath or device after removal. The balloon was fully deflated. Procedure type: intervention sheath size: 7f.